Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. The damage found was sustained during the surgical procedure. Other : na.

Event description:
Loss of capture and low sensing were observed. The lead was explanted when repositioning was unsuccessful.